Manufacturer narrative:
Despite repeated reminders requested additional information has not been provided by the customer. Hence the investigation could only be carried out based on the reported information. The reported "m006 paw very neg" is logged when the airway pressure (paw) has gone very negative (less than -10 mbar) during a ventilator operating mode. In such case the negative pressure relief valve limits minimum pressure and the device will generate a corresponding pressure negative alarm. There are two possible root causes for the reported m006 entries, either the use case or the fresh gas settings, but due to the missing information it was not possible to identify the real one. The investigation will be resumed in case the requested information will be provided.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported by the customer that the unit was giving a m006 error code. This event is logged when the airway pressure was measured to be less than -10 mbar. In this case the piston pressure controller stops the ventilator and the device alarms for "ventilator fail". No patient injury reported.